Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the audio bolus button intermittently responded to user inputs during testing, and there was evidence of adhesive/contamination found under the audio bolus key contact.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The audio bolus keypad button is intermittently unresponsive when pressed. The pt denied any damage to pump. There was no adverse event associated with this complaint.